Manufacturer narrative:
The investigation determined the customer obtained higher than expected vitros ipth results on 1 of 3 (B)(6) proficiency samples using two different reagent lots on a vitros eci analyzer. A definitive assignable cause for the event could not be determined, however, sample handling of the proficiency fluids, an analyzer or reagent related issue cannot be ruled out. No quality control data for the affected ipth reagent lots were provided by the customer, therefore, it is not possible to verify the performance of the analyzer or the vitros ipth reagent lot at the time of the event. In addition, the customer was unsure how the proficiency samples were originally handled prior to testing. The assignable cause is unknown.

Event description:
The customer obtained higher than expected vitros ipth results on 1 of 3 (B)(6) proficiency samples using two different reagent lots on a vitros eci analyzer. Vitros ipth reagent lot 0660: sample 2 result of 172.5 pg/ml vs. The proficiency mean value of 110.8 pg/ml. Vitros ipth reagent lot 0690: sample 2 result of 151.1 pg/ml vs. The proficiency mean value of 110.8 pg/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action if patient samples were affected. There have been no allegations of patient harm made as a result of the higher than expected ipth proficiency result. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. This report is number one of two 3500a forms filed for this event, as two devices were involved. (B)(4).